Manufacturer narrative:
The field service engineer checked the ise system and found a worn nozzle tip. The tip was replaced and the system was primed. Ise checks were ok. Calibration and controls were run. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
All reagents and electrodes were changed. The customer changed the pinch valve tubing. An ise check was carried out, but ise noise and internal reference alarms were still occurring.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c501 module. It was asked, but unknown if any questionable results were reported outside of the laboratory. The reporter stated they have also been receiving ise noise alarms on the analyzer since (B)(6) 2023. Quality controls from 29-apr-2023 to 01-may-2023 were outside of range. The affected patient sample initially resulted in a na value of 95 mmol/l and it repeated as 139 mmol/l. This sample initially resulted in a cl value of > 140 mmol/l with a data flag and it repeated as 101 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.